Event description:
The event occurred on an unspecified date and involved an extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock where it was reported that the set leaked. There was unknown patient involvement and unknown harm. This captures 2 of 3 occurrences.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Possible lot number: 13726208, manufacturing date: 11/1/2023, expiration date: 11/1/2026.

Manufacturer narrative:
The complaint of leakage on the 206680490 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot review could not be reviewed due to the unknown lot number. Updated information in d9.